Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Continued h6 health effect impact code¿f2203. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Additional observations: wear abrasion is observed. Crease is observed. Broken device on posterior side assessed as surgical impact opening (shell thickness within specification). One opening on anterior side assessed as surgical damage. (B)(6) is observed assessed as non-penetrating (B)(6). No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration .

Event description:
Healthcare professional reported, device removal due to "complaints and pain." Ultrasound showed "flaky content of the implants, but could not be clarified". Sonography results state 'no capsule contracture and no asymmetry, on the left, there is also a smooth separation of the implant from the surrounding area without evidence of leakage. No crumpling. In the left implant highly echogenic nebulous parts of the filling of unknown origin'. Patient also reported ¿implant damage with gel leakage was found intraoperatively¿, ¿silicone and capsule residues in my body, on the lymph nodes¿, ¿terrible pain that radiates to my arm¿, and ¿it remains to be seen what other consequences this will have." Device was explanted. This record relates to the left side.